Event description:
It was reported by a physician to a company representative that some time ago a vns pt experienced a mild chest infection and developed some chest pain. Vns switched off and the chest pain resolved; vns was switched back on again after the chest infection had cleared up and now no pain experienced. Additional info was received from a company representative indicating that no additional interventions were taken for the infection. There was no trauma or manipulation to the device that could have caused or contributed to the reported infection. Moreover, the reported pain was not a cause of programming vns or medication changes. Good faith attempts have been unsuccessful to date.